Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery using rhbmp-2/acs. Reportedly, the patient now has "significant pains and major," and is "constantly worried about things getting worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with following pre-op diagnosis: degenerative disk disease. Herniated nucleus pulposus. Recurrent disk herniation l4-l5, l5, s1. Radiculopathy and lower back pain unresponsive to conservative measures including multiple epidural steroid injections. The patient underwent following procedures: endoscopic lumbar decompression on previously operated lumbar spine l4-l5 and l5, s1 (complete facetectomy, foraminotomy, diskectomy and laminectomy l4-l5 and l5, s1 left. Endoscopic transforaminal lumbar antibody fusion l4-l5 and l5, s1 left. Endoscopic posterolateral fusion l4-l5 and l5, s1 left. Percutaneous pedicle screw fixation l4-l5 and ls, s1 left. Endoscopic placement of biomechanical cage l4-l5 and l5, s1 via the left l4-l5 and l5, s1 transforaminal approach. Morcellized bone graft through the same incision. Nicolet nerve integrity monitor. As per operative notes,¿ the endplates were irrigated copiously with antibiotic solution with meticulous hemostasis obtained. Bmp and autograft was mixed at the appropriate time and placed in the anterior aspect of the interspace and cages were applied with bmp and they measured 14 x 26 mm. The spinal construct was assembled and placed under compression. The endoscopic tube was reapplied and a posterolateral fusion was done by decorticating the transverse process of l4, ls and the sacral ala on the left side. Bmp and autograft was laid out in a posterolateral fashion.¿ no intra-operative complications were reported. (B)(6) 2008: the patient got discharged from the facility.